Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range, and the impedance trend on the rv was rising. Analyst commented, on (B)(4) 2015, rv pacing impedance measured to 2033 ohms following a gradually rising trend from 500-600 ohms, beginning (B)(4) 2014. Impedances remain high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to device alarm went. It was reported that the right ventricular (rv) lead exhibited high impedance and noise. Therefore the physician decided to change the rv lead. During the rv lead revision procedure the physician tried to extract the lead but could not succeed. As a result, a different date for intervention is planned. The rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).